Event description:
It was reported the epg (external pulse generator) has a bad menu knob. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the encoder flex was out of specification. It was also noted that the upper and lower cases were broken and the side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.